Manufacturer narrative:
(B)(4). A review of lot f1707202 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of the completion of the engineering evaluation.

Event description:
It was reported that during preparation, two mynxgrip vascular closure devices (vcd) from the same lot number would not deflate. A vcd from another lot number was used to complete the procedure successfully. The user was said to be an experienced mynx user. The patient's hospitalization was not extended. There was no reported patient injury. The two vcds will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that during preparation, two mynxgrip vascular closure devices (vcd) from the same lot number would not deflate. A vcd from another lot number was used to complete the procedure successfully. The user was said to be an experienced mynx user. The patient's hospitalization was not extended. There was no reported patient injury. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the black handle area where the inflation indicator located was covered with a thick layer of dried contrast residue. The condition of the returned device indicates that the contrast solution used may have not been diluted during the procedure. The sealant and advancer tube remained in manufacturing position. Leak testing was performed on the balloon of the returned device with water when significant resistance being felt. It was found that dried contrast solution had completely blocked the inflation tube¿s lumen. Review of lot f1707202 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿device would not deflate¿ was confirmed. Based on the information provided, the condition of the returned device and the investigation performed, the probable cause of the reported event may have been attributed to user error (viscous contrast solution being used during the procedure, resulting in the balloon would not fully deflate during preparation). It should be noted that the viscous contrast solution might cause the difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Per the mynx IFU, procedure preparation, it states that the balloon may be prepped with a diluted contrast solution (50% contrast/50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy. If 100% contrast solution is used during prep, the viscous contrast solution might cause the difficulty to inflate/deflate balloon. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.